Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the emergency room due to vital signs being down. Boston scientific technical services (ts) then explained that the battery was likely dead. Further, this pacemaker was explanted. No additional adverse patient effects were reported.